Event description:
Consumer complaint of low blood glucose results. Results in memory indicated a result of 56mg/dl on (B)(6) at 7:01pp. Caller states his glucose is normally 120mg/dl - 130mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).